Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) lead oversensing. Analyst commented, t-wave oversensing (twos) occurring during lead impedance measurements. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), t-wave oversensing (twos) during subthreshold lead impedance measurements occurred. The event is a known situation that occurs upon delivery of a subthreshold measurement pulse, the auto-adjusting sensing threshold is held from rising to its peak until the measurement pulse is complete. No actions taken and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.